Event description:
Additional information received from the customer - during activating the shock pulse via the handheld transducer, upon pressing the button, the light on the front of the generator appeared green but no sound was produced by the generator. Within 5-10 seconds the error lights flashed red.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty transducer connector. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: faulty transducer connector, with a cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device's generator worked intermittently during a therapeutic percutaneous nephrolithotomy. The procedure was completed using a similar device and there were no reports of patient harm.